Event description:
It was reported that after setting up a replacement ilet, the dexcom g7 failed to pair due to interference from the previously active ilet, and connection was restored after powering off the old ilet, toggling between g6 and g7, and reentering the sensor code, consistent with an intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices leading to intermittent communication failure attributed to the electrical/antenna component interaction. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.